Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
Attempts have been made and no further information has been provided.

Event description:
It was reported the top of the universal hex driver broke off. All pieces were removed from patient wound. No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified the end of the hex feature is fractured and missing. The device shows wear & tear that indicates repeated use during a potential field age greater than 13 years. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the top of the universal hex driver broke off. Attempts to obtain additional information have been made; however, no more is available at this time.